Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited a red spot about 8-centimeter long on the inside of the tube wall. The issue occurred during maintenance. There was no patient involvement.